Event description:
It was reported that the patient underwent a gynecological procedure to treat a rectocele, cystocele, and stress urinary incontinence on (B)(6) 2010 and mesh was used. The patient experienced pain, vaginal and bladder erosion, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01507. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a mesh revision/removal surgery on (B)(6) 2011, due to erosion, pain, drainage, bleeding and malodor. It was reported that the patient experienced chronic pain, erosions from mesh, bowel incontinence and possible prolapsed bladder on (B)(6) 2012 and (B)(6) 2013. (B)(4) - malodor; possible prolapsed bladder. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.